Event description:
Our affiliate is reporting to us that the surgeon performed 3 separate arthroscopic shoulder procedures in the same day using the same vapr iii generator and 3 separate undefined mitek vapr electrodes in which the patients sustained burns. It appears that the burns were noticed post-op. This is all of the information that has to date been made available to mitek; there are questions out to our affiliate for further detail and clarity. Also see associated mdrs: 1221934-2012-00129, 1221934-2012-00130, 1221934-2012-00131, 1221934-2012-00132 and 1221934-2012-00133.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.